Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit. During the evaluation, secondary findings was observed. There was 32 error code found. After the evaluation of the device, the third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and corrected the device. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, the manufacturer missed captured reporter country. In the previous report, the manufacturer incorrectly captured date due, event date and date received by mfg. The following correction has been corrected in this report. In box b: the event date (rfb) was corrected. In box e: reporter country was corrected in box g: date received by mfg was corrected.